Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A representative reported a suspected catheter occlusion or microtear. The patient experienced an increase in spasticity, and the managing physician suspected a catheter issue. The patient¿s pump and catheter were replaced. The medication used within the system was lioresal. The patient¿s status was alive and without injury.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The catheter was incomplete and was returned in segments. Analysis of the distal segment revealed no significant anomalies. The distal segment of the catheter passed all acceptable testing. Analysis of the proximal segment revealed coring of the sc connector seal. No leak was seen in the lab.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.